Manufacturer narrative:
Other relevant history corrected from non-smoker to previous smoker. (B)(4)

Event description:
It was further reported that the patient was suffering from pulmonary adenocarcinoma. As per adjudication results, stent thrombosis occurred.

Event description:
It was reported that sudden death occurred. In (B)(6) 2011, the patient presented with silent ischemia and was referred for cardiac catheterization which revealed a 75% stenosed, 20mm long, de-novo lesion that was located in the mid right coronary artery (rca) with a reference vessel diameter of 3mm. The lesion was treated with pre-dilatation and placement of a 3.00x24mm promus element ¿ stent resulting to 5% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the site has reported that the patient had a "sudden death".

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).